Event description:
Affiliate reported that overdrainage was noticed, which result in revision.

Manufacturer narrative:
Upon completion of the evaluation, it was noted that the investigation did not confirm the problem. No over drainage was noted. The serial number of the valve was found, the lot number was chbbln, and the product code was 82-3844 and not 82-3100 as previously reported by the customer. No observations were made that would explain the problem encountered by the customer. No over drainage problems were noted during the examination of the device. Review of the history device records confirmed the valve conformed to the specifications when released to stock in february 2007. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.